Event description:
The complainant alleged after successfully defibrillating a pt (age and gender unknown), the device displayed a "defib fault" message. The complainant indicated that there was no adverse effect as a result of the reported malfunction.